Event description:
The customer reported that the instrument jammed shut. Additional questions in regard to the incident have been asked but no further information has been provided by the site.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.